Manufacturer narrative:
Retainer = black. The pump was returned for the battery is stuck inside of the pump and failed batt test (battery failed) alarm found on 10/5/2021. The pump was received without a battery installed. Installed and removed a test battery several times prior to testing. Battery installed and could be removed properly. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected failed batt test (battery failed) alarms noted during testing. A review of the history files reveals there were 41 failed batt test (battery failed) alarms on 10/5/2021 between 06:52 and 07:26 that triggered. The power management graph indicates failed batt test (battery failed) alarms are due to installation of a battery with low voltage. The pump was cut open for a visual inspection. No damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, and pillowing keypad overlay. Failed batt test (battery failed) alarm is not confirmed due to installation of low voltage on the battery. No battery was installed when the pump was received. Cosmetic damage (stuck battery) was not confirmed, however, other cosmetic damage was noted. Power mah graph indica fail test due to install;l of low voltage battery (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm and the insulin pump was cracked. The retainer ring had no damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.